Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead was turned off due to an unspecified issue. Subsequently, the implantable cardioverter defibrillator (ICD) was issuing an alert. The ICD remains in use. No patient complications have been reported as a result of this event.